Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control panel was defective, which confirmed the original complaint issue. However, the underlying cause could not be determined. Fields were updated accordingly.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the unit has a broken display.